Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, and the customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.